Event description:
It was reported that three days post-implant procedure the patient lost function of his lower extremities. The patient was admitted to the hospital where it was assessed that he had developed a blood clot. The physician further assessed that the cause of the blood clot was related to the patient's chronic anticoagulant therapy and having a slow bleed. The patient underwent a procedure to remove the blood clot as well as an explant of his entire spinal cord stimulation (scs) system. The patient has regained function of his lower right extremity; however, he has not regained mobility. The devices were retained by the medical facility and were not returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that three days post-implant procedure the patient lost function of his lower extremities. The patient was admitted to the hospital where it was assessed that he had developed a blood clot. The physician further assessed that the cause of the blood clot was related to the patient's chronic anticoagulant therapy and having a slow bleed. The patient underwent a procedure to remove the blood clot as well as an explant of his entire spinal cord stimulation (scs) system. The patient has regained function of his lower right extremity; however, he has not regained mobility. The devices were retained by the medical facility and were not returned for analysis. Additional information was received that the patient was placed in a nursing home and remains paralyzed.